Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The touch screen test failed and upon power up, the ok, stop and up/down arrows illuminated, however; the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short on the transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the touch screen became operational. The functioning inverter board was removed from the touch screen at the completion of the investigation. A voltage verification check was performed and the unit passed. A pre-accelerated stress test 15 min 1000 ml simulated treatment (self test) was performed and completed with no problems or failures. During an internal inspection, it was observed that the input/output board was missing the screws securing it to the back plane board. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process related to the reported symptom code(s). In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that a patient¿s liberty select cycler had powered off by itself during their peritoneal dialysis (pd) treatment. Powering the cycler on and off did not restore the cycler. The ok and stop keys would not illuminate. The cycler was replaced and the (pdrn) stated she believed the patient completed treatment but was not sure. It is unknown if an alternate treatment was available. The issue occurred at the end of treatment and was noted the cassette door opened when the unit was turned on. At that point in time, the technical support representative advised to discontinue use of the cycler. The old cycler was picked up for return to the manufacturer. Additional information has been requested, however; to date has not been provided. Should additional information become available, the file will be reassessed and updated accordingly. Upon physical evaluation of the returned cycler by the manufacturer, there was evidence of an internal short which was identified on the transformer on the inverter board.